Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The caller mentioned having a bent cannula. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir, no delivery alarm, and low battery alarm. The caller mentioned that the drive support cap was flush. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The caller mentioned that there are dark marks on display. No further information was provided.